Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate. 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ drawer keep failing. A review of the device history record for sn (B)(6) was performed from date of manufacture, 11-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept kicking the nurse back to the patient list screen. A technical support specialist dialed into the station, checked the last reboot time, and rebooted the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a problem with pulling out medications. The user stated that the station kept kicking the nurse back to patient list screen, and they had to key in patient name again to takeout the next medication from the same patient. There were no adverse events or injuries reported based on this incident.